Event description:
It was reported that the customer experienced a blood glucose (bg) level of 475 mg/dl. Cause of bg level was not known. Customer administered a manual injection to address the issue and went to the emergency room with small ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin, resolving the issue. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.